Event description:
It was reported due to the location of the ipg, the pt experiences pain at the ipg site. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.